Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it was discarded. A photographic image submitted to manufacturer was reviewed where the reported host tissue was confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm pericardial valve, implanted five (5) years and ten (10.37) months, was explanted due to mitral stenosis secondary to pannus formation and calcification. The device was replaced with a 25 mm competitor's valve with no adverse patient effects reported as a result of the valve replacement. At explant, the condition of this valve was described as ¿the native cusp which was spared at implant was positioning near the leaflets of this bioprosthesis. Pannus formation was encroaching onto the cusp area of all three leaflets at the left ventricular side, and calcification was detected at the area which had no pannus formation. After removing pannus, the leaflets seemed to have mobility.¿ the valve will not be returned for evaluation as it was discarded at the hospital. No additional information was provided.